Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and was advised that pump would be replaced by technical support, with no additional information available regarding further actions or outcomes.